Manufacturer narrative:
(B)(4): information unavailable. The device was not returned.

Event description:
It was reported that at the three year follow up, patient enrolled in the (B)(6) registry had a band slippage. The band was removed. There were no reported patient complications. Additional follow up is being conducted. If additional details becomes available a 3500 a supplemental will be sent.